Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly. The motor found with traces of corrosion. Unit passed leak test. Analysis was unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No cracks were noted at the back of the case or battery tube threads per visual inspection. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer's insulin pump had cosmetic damage near battery compartment and middle button. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.